Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported issue could not be confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. In the absence of confirmed failure mode, a conclusive cause for the reported issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mechanical issue with the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the left atrium. During positioning, the clip closed unintentionally by itself, approximately 10 -20 degrees, while pushing the cds handle backwards and forward. This occurred several times; therefore, the clip was not implanted and the cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.